Event description:
It was reported that the patient suffered a cerebrovascular accident (cva) described as lacunar infarct, following an ablation procedure. The patient was hospitalized and the event was resolved without sequelae. This event was reported as part of a clinical trial. It was assessed as anticipated and possibly procedure related.

Manufacturer narrative:
The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution. (B)(4).